Event description:
It was reported that during a da vinci-assisted procedure, the patient sustained a mesenteric injury due to the universal surgical manipulator (usm) troubleshooting complication. The surgeon reports the controls were inverted and backwards. The technical support engineer (tse) recommended a system power cycle to clear any possible guided tool memory. During troubleshooting, the endoscope was removed from the usm and reinserted, with no change. The procedure was converted to a laparoscopic approach. While undocking, it was noticed that usm 4 was looped around the bowel, and the patient sustained a bowel injury. The bowel injury was repaired laparoscopically by over-suturing the bowel. The procedure was completed. The patient left the hospital against medical advice and was later admitted to another facility in the state.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An isi field service engineer (fse) performed a site visit. It was noted that during the customer's endoscope reorientation, the clutch button was not pressed in order to cancel guided scope change. The fse proceeded to complete system verification, dte tests, and a test drive of system to ensure mechanical, electrical, and software were all working and calibrated in accordance to isi standards. The system was tested, verified, and ready for use.